Event description:
It was reported a technologist was performing a chest exam on a pt with a precision 500d x-ray system. The technologist turned around and impacted the overhead tube suspension (ots), and it resulted in a fractured nose as confirmed by an x-ray exam.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.